Event description:
It was reported that a patient underwent left inguinal hernia repair on (B)(6) 2025 and mesh was implanted. Rejected mesh removal was performed on (B)(6) 2025 since the patient was admitted after 5 months of surgery due to pain. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including weight, bmi at the time of index procedure were any concomitant procedures performed? Other relevant patient history/concomitant medications? Was the index hernia repair associated with this event performed on primary or recurrent hernia? What was the defect size/type/location of the hernia associated with this event? What was the mesh size and overlap? Was the procedure associated with this event open or laparoscopic? The mesh fixation technique? (Single or double crown; spacing between implants) was there any triggering event prior to present pain? (E.g. Sneezing, coughing, strenuous activity)? Please describe any medical intervention given for pain management including medication name and results. Please provide the surgical findings from any reoperation performed. Were any deficiencies or anomalies noted with mesh device during reoperation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? H3 investigation summary the product was returned to ethicon for evaluation. The returned sample revealed that it was received one mesh piece in use condition that pertain to product code pms. During the inspection of the sample, body fluids and a knotted suture on the piece of mesh were observed. Additionally, a hole was identified in the mesh, and one side appears to be frayed, this is consistent with the removal of the product from the patient. As with any implant, an acute and permanent foreign body response will occur. In some patients, this response can result in one or more adverse reactions. Per the conditions of the returned sample, no conclusion could be reached on the cause of the reported event. As part of the ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: were any concomitant procedures performed? Other relevant patient history/concomitant medications- no. Was the index hernia repair associated with this event performed on primary or recurrent hernia- primary hernia. What was the defect size/type/location of the hernia associated with this event- inguinal hernia. What was the mesh size and overlap- 6×11 cm. Was the procedure associated with this event open or laparoscopic- open. The mesh fixation technique? (Single or double crown; spacing between implants). Was there any triggering event prior to present pain? (E.g. Sneezing, coughing, strenuous activity)- no. Please describe any medical intervention given for pain management including medication name and results.- no. Please provide the surgical findings from any reoperation performed.- after 5 month mesh remove. Were any deficiencies or anomalies noted with mesh device during reoperation- no what is the physician¿s opinion as to he etiology of or contributing factors to this event? What is the patient's current status. After 5 month pain then remove mesh.